Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. Samples were received for evaluation with this customer report. Cracked rims were observed as reported. There was no consistency on the cavity number or side of container of the cracked rim observed. The damage most likely occurred during shipping and handling of the product by a distribution center. The customer reported that items were received in a repacked box which is not something that occurs as a part of the manufacturing process. The damage most likely occurred during shipping and handling of the product by a distribution center. The customer reported that items were received in a repack box which is not something used during manufacturing. Based on investigation results, the reported condition¿s risk to patient/user and trending, no further actions are deemed necessary at this time. The reported issue will be monitored through routine complaint trend analysis and reviewed by a corrective/preventative action (CAPA) review board to determine the necessity of a formal CAPA implementation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the sharps container was received with the lip that the lid locks into broken off. There was no damage to the shipping box. The product was not used.